Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5077894 to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2006 and the mesh was implanted. The patient experienced complications and was prescribed pain medication tramadol. No further information is available.